Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 395mg/dl. The customer changed out their cartridge and infusion set prior to contacting tandem technical support (cts) in order to resolve the occlusion alarm. Cts assisted the customer in delivering the remainder of the bolus that was interrupted by the occlusion alarm in order to address the bg level.